Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event.